Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital in an unstable condition. Upon interrogation, the implantable cardioverter defibrillator exhibited a long charge time. The patient was noted to decompensate several hours after interrogation. The device was turned off.